Manufacturer narrative:
Concomitant medical products: model: 5076-52, lead; implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered an alert for an out-of-range/low tip-to-coil pacing impedance. The lead is programmed bipolar. The lead remains in use. No patient complications have been reported as a result of this event.